Event description:
(B)(4).

Manufacturer narrative:
We cannot have data about code and lot of the amis table, as per the communication received from our branch in the USA on (B)(6) 2015: "the surgery took place over a year ago. We cannot definitively say which table was used during this surgery." We collected different opinions on the case, both internally in medacta and from an expert surgeon and they are all listed in the attachment 1 to the MDR.

Manufacturer narrative:
On 14 september 2015 it was prepared a final report with the information already submitted in the initial report. On 12 october 2015 the report was sent to the initial reporter and the case was closed.